Event description:
It was reported that an unspecified malfunction alarm occurred. Blood glucose level at the time the issue was between 54-500 mg/dl (3.0-27.7 mmol/l). Technical support was to replace the pump, and customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.